Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier was found to have a broken grip cable at the distal idler pulley. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon attempted to place a hem-o-lok clip onto the cystic duct; however, the large hem-o-lok clip applier malfunctioned, and the wires snapped and were exposed within the abdominal cavity. No instrument fragments came apart from the instrument, thus nothing was left within the patient. The procedure was completed as planned with no reported injury.